Event description:
Device #1 of 2: reference MFR. Report: reference MFR. Report: 1627487-2018-08038. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the leads were removed and replaced to enhance stimulation. Postoperatively, the patient is receiving effective stimulation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: reference MFR. Report: 1627487-2018-08038. It was reported the patient is no longer receiving effective stimulation. Surgical intervention may be pending to address this issue.